Manufacturer narrative:
(B)(4). The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving one patient. This is the first of three reports. Refer to 9611594-2015-00227 for the second report. Refer to 9611594-2015-00228 for the third report. Caregiver reported that on (B)(6) 2015, that the patient's mic-key enteral feeding device came out. The stoma site closed and the patient was taken to the emergency room.. The mic-key device was replaced in surgery. The caregiver stated that this problem has occurred with the last three mic-key devices since (B)(6), the balloon popped and only lasted two weeks. This last one popped this morning, and the caregiver taped the device to hold it in place while the patient went to school. No injury or changes in feeding, medications, or illness reported.

Manufacturer narrative:
The device history record for the lot number, aa5180f03 involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).